Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) change out procedure the right ventricular (rv) lead connector pin was not fully seated into the device header. Fluoroscopy was completed and the lead tested within specification so the physician chose to close the pocket. Physician then decided to reopen the pocket and loosened and removed the rv connector pin and reinserted it and tightened it down to make sure it was fully seated and a good connection was made. The device and lead remain in use. No patient complications have been reported as a result of this event.